Event description:
It was reported that the device exhibited intermittent loss of atrial sensing. The patient's p-waves were measured at around 2 mv in the bipolar configuration with the sensitivity set to 0.5 mv.